Event description:
It was reported that the patient "never" had therapeutic effect since implant. In 2004 the health care provider (hcp) tried to "rewire" the patient to make it work, but it was not successful. The hcp told the patient to turn the device off and it had been since 2005. The device had been inactive for several years and the patient wanted to know if she could have had a magnetic resonance imaging (MRI) scan on her knee. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3886, lot# l96528, implanted: 2001-(B)(6), product type lead product ID 3095-10, serial# (B)(4), implanted: 2001-(B)(6), product type extension product ID 3031, serial# (B)(4), implanted: 2001-(B)(6), product type programmer. (B)(4).